Manufacturer narrative:
The insulin pump had no button error alarms. The device had intermittent button response due to moisture damage on keypad traces. The device had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.